Event description:
It was reported that caller experienced an ongoing problem with a minimum fill notification while loading new cartridges, despite consistently filling cartridge with 150 units of insulin and having more than 50 units of usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer addressed issue by loading a new cartridge each time, and technical support advised caller to contact them again if problem continued before closing case.